Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "15 minutes delay" (no code available). Product problem(s): "phaco stopped working" (device inoperable). A nurse reported halfway through a case, the phaco stopped. Another system was brought in to complete the case causing a 15 minutes delay. The nurse stated there was no pt injury. Add'l info has been requested.